Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the system worked only intermittently in the sculpting mode during a surgical procedure. The system was exchanged to complete the surgery. There was no harm to the pt.